Event description:
It was reported that the device is mode switching possibly due to the atrial lead doubling counting p-waves. The device and lead are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-45, implantable pacing lead, (B)(6) 2003; t50521h, tissue valve, (B)(6) 2003; 5092, implantable pacing lead, (B)(6) 2003. (B)(4).